Manufacturer narrative:
(B)(4). Per the instructions for use (IFU), valve malposition requiring intervention and coronary flow obstruction are potential adverse events associated with the tavr procedure. The IFU cautions that the safety and effectiveness have not been established for patients with bulky calcified aortic valve leaflets in close proximity to coronary ostia. Coronary occlusion can result in myocardial ischemia or infarction due to obstruction of the coronary blood flow and may require intervention (e.g. Pci). There are multiple patient and procedural factors that alone or in combination can cause or contribute to aortic malposition, including improper positioning prior to deployment, poor image intensifier angle, poor coaxial alignment of the valve and delivery system, severe septal hypertrophy, minimally or bulky/severely calcified aortic leaflets, preserved ejection fraction, significant mitral annular calcification (mac), loss of pacing capture, rapid deployment, release of stored tension during deployment, and movement of the delivery system by the operator. Deployment of the sapien xt valve too aortic has the potential to obstruct the coronary ostia. There are multiple patient factors that could contribute to coronary occlusion by the prosthetic valve or native valve leaflets, including a minimal distance between the native annulus and the coronary ostia, bulky calcification, long native leaflets, and obliterated coronary sinuses. Procedural factors such as torn native leaflet during bav, plaque shift, deployment of the bioprosthetic heart valve too aortic and significant valve over sizing could also contribute to this complication. The edwards thv training manuals advise the operator on pre-procedure assessment of the aortic valve, root, and coronary anatomy. Physicians are extensively trained by edwards before they are qualified to use the transcatheter heart valve (thv). Training includes patient screening, device preparation, approach, deployment, imaging, procedure-specific training manuals and proctored procedures. The physician is instructed to evaluate this risk early in the patient screening process in all patients the following factors should be considered: degree of calcification on leaflets, annulus to coronary ostia distance, length of the valve leaflet, width of the valsalva sinuses, movement of the leaflets during bav, patency of coronaries during bav, and expanded height of the intended thv. The training manuals also provide the following tips for detecting risk for left main occlusion: aortogram or tee prior to thv implantation to reveal bulky calcified leaflets; during pre-dilatation, note bulky calcification on valve moving towards ostium on left main; and consider aortogram during valvuloplasty to assess coronary flow. In this case, it was reported that the balloon moved during deployment due to a rapid inflation. Risk factors for aortic malposition include: fair image intensifier angle, fair coaxial alignment of the valve and delivery system, mild aortic valve leaflet calcification. It appears that post deployment the xt valve position in combination with the low height of the lca caused/contributed to the coronary occlusion. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits on a monthly basis, and any excursions above the control limits are assessed and documented as part of this monthly review. No corrective or preventative actions are required.

Event description:
During a transfemoral tavr procedure, post deployment the 26mm sapien xt valve position was too aortic and the images revealed a left coronary artery (lca) occlusion. The lca had an ostium height of 10mm. The tavr team recognized the threat to the lca and as a preventative measure placed a wire into the coronary artery. Once the coronary was wired, the procedure began. The xt valve was prepped and then placed across the aortic valve. As pacing began, the pressure dropped below 50 mmhg. The operator inflated the xt valve and the valve shifted aortic. Post deployment, it was noticed that the xt valve had landed 80:20 aortic/ventricular (a/v). The post deployment images revealed that the lca had the wire in position, but had no flow down it. The patient's pressure started to drop and the physician started doing CPR. The guide and the wire that were down the left main lost position and could not get back down the coronary artery. The team decided to go on bypass and graft the lca. The patient remained stable throughout the procedure and ended up having a vein graft placed to the left anterior descending artery. At the conclusion of the case, the patient was taken to the ICU in stable condition. It was felt that the xt valve was deployed too rapidly causing the valve to move aortic and land in an 80:20 a/v position. The aortic annulus diameter measured 22 mm x 25 mm by CT with mild leaflet calcification and moderate valve calcification.